Manufacturer narrative:
The initial MDR 1226181-2016-00234 was filed on april 15, 2016. Additional information (04/29/2016): a siemens customer service engineer (cse) revisited the customer site due to calcium results trending below the assay range. The quality controls (qc) were within range. The cse replaced optical filters and source lamp. The cse cleaned windows and aligned photometer. The cse replaced reagent probe 1 (r1) drain and aligned r1 and sample probes. The cse ran a system check, which passed and ran qc, which was within range. The cse revisited the customer site and checked the photometer readings in diagnostic mode, which passed. The cse replaced sample probes and reagent probe 2 (r2). The cse reseated the probes and checked alignments. The cse checked the cuvette manufacturing and found left film guide had ridden up, causing poor alignment of film halves. The cse corrected and locked down the film guides. The cse ran a system check, which passed. The cse ran qc, which was within range except on one method. The cse obtained 'hm assay failed cuvette qc' error during the run. The calibrators ran as patients and frozen survey samples were within acceptable limits. The cse revisited the customer site and replaced r1 transducer and aligned arm. The cse ran system check, which passed. The cse ran qc, which was within range. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to calling ccc, the customer replaced the reagent probe 2. Ccc primed the syringes and confirmed with the customer that there were no leaks or air bubbles. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample drain, rebuilt sample fluidics and performed a full preventive maintenance procedure. The cse ran quality controls, which were within range. As per the dimension® clinical chemistry system calcium instructions for use: "specimens are stable for 8 hours at room temperature, 2 days at 2 - 8 °c. For longer storage, specimens may be frozen at -20 °c or colder". Repeating samples which were not refrigerated after eight hour is a user error. It is unknown if the repeat results obtained on those samples were valid. The cause of the discordant, falsely low ca results on ten patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2016 the customer obtained low calcium results on ten patient samples on the dimension exl with lm instrument. The samples were repeated two days later on the same instrument, resulting higher. However, the samples were not refrigerated immediately and were stored in room temperate for more than eight hours between the initial and repeat testing. Based on the patients previous results, the customer suspected that results were inaccurate. The customer reported the initial results to the physician(s) and notified the physician(s) of the issue. Three patients were recalled for re-testing. The customer provided the results of two patients, which resulted higher upon repeat. The physician(s) decided not to redraw the other patients. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results